Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Shortly after beginning support, the optical sensor began displaying incorrect readings, and a "placement signal unavailable" alarm was produced. The pump was explanted and replaced, and no patient harm was reported.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the optical signal issue could not be determined. This report is being filed as part of a retrospective review of historical records.